Event description:
It was reported that oil leaked from the tube casing window assembly creating a film of oil between the copper filter and the cover. Air bubbles that become trapped in the oil film may create image artifacts. No injuries were reported. The concern is for possible misdiagnosis.